Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic gastric sleeve procedure, while on stomach the stapler was able to be fired but four of the cartridges did not formed the b shape correctly and the staple line was also incomplete proximally. The jaws of the device locked on tissue and the stapler broke off from the handle. A new reload and handle was used to fix the staple line and the jaws from being locked. The patient experienced unanticipated tissue loss and damage and the doctor had to perform a gastric bypass instead a gastric sleeve.

Manufacturer narrative:
Additional information: report source, device evaluated by MFR, adverse event problem, device evaluated by MFR. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the instrument's clamping mechanism was deformed and the anvil was bowed. It was reported that the jaws of the device remain closed on tissue, the staples did not form as expected, staples were missing from the staple line after firing, and significant tissue loss occurred as a result of the product failure. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. Replication of the bowed anvil/ deformed clamping mechanism/ partially flushed staple pushers may occur either by application over tissue that is beyond the recommended thickness range, or by application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: select a loading unit with the appropriate staple size for the tissue thickness. Overly thick or thin tissue may result in unacceptable staple formation. Always include the combined thickness of the tissue and of any staple line reinforcement material in use when choosing the proper staple cartridge. If information is provided in the future, a supplemental report will be issued.